Manufacturer narrative:
(B)(4).

Event description:
During the index procedure the patient had one resolute integrity drug-eluting stent implanted in the rca. Approximately 21 months post, the index procedure it is reported that the patient suffered from cardiorespiratory failure and expired. Investigator assessed that the event was not related to the study device.

Event description:
Cec adjudicated the patient death as a 'cardiac death. Cec listed the cause of death as cardiorespiratory failure with underlying causes of cad and chf.